Event description:
While using a byte day aligners, patient reported that their upper aligner is cutting into their gum. They have filed the area with no help. Patient advised to discard aligners and not to wear them. New impressions taken and will be receiving new refinement aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.